Manufacturer narrative:
(B)(4). The analysis results found that one tr35w reload was received with the cartridge pan dislodged and partially fired which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the reload. While no conclusion could be reached as to what may have caused the pan to dislodge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the nurse said the reload was loaded correctly; however, the device would not fire. Then the surgeon found it difficult to open the device (atw35 stapler). Once they got the device open they removed the cartridge and the metal backing of the reload fell off. They opened up another reload which subsequently worked. This affected reload was the second reload used. These reloads come in a box of 3 (tr35w3) so the first and third reloads in the box worked. The surgeon who assisted for this procedure and he said they were using the device to transect the ureter but it wouldn't transect the structure. They also used the covidien sonicision but that wouldn't transect the structure either. The surgeon thinks he might have tried to staple the ureter which had a clip on it. Patient is well and the procedure was completed as normal despite this incident.

Event description:
It was reported that during a laparoscopic nephrectomy it appears that the staple housing sheared away during the case. Replaced cartridge to complete case. No patient consequences reported.